Event description:
It was reported that the patient faced hyperglycemia event on (b)(6) 2025, treated with multiple daily injections due to insertion into lean body which led to bent cannula.

Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 3003442380.